Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 500mcg/ml; 250.23mcg per day via an implantable pump for intractable spasticity. It was reported a pump replacement and catheter revision (which pertains to a different event) was being done and an accurate catheter length could not be determined. Therefore, the implanting physicians chose a bolus dose for the priming bolus. The bolus volume was entered incorrectly during a priming bolus programming as a result. The date of the event was (B)(6) 2016. The patient experienced under dose. The physician was aware of the miscalculation and chose not to reprogram the pump. The patient will be under observation at the hospital after the surgery. On (B)(6) 2016 it was reported there was no bolus programming error. The catheter length was unknown, therefore the implanting physician choose a bolus dose for the priming bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.